Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during a secondary infusion at a rate of 500ml/h the user noted that fluid was also being drawn from the primary bag. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that during a secondary infusion at a rate of 500ml/h the user noted that fluid was also being drawn from the primary bag was confirmed. Visual inspection did not identify any obvious damage or defects which may have caused the reported issue; the samples were then flushed under gravity with no occlusions identified throughout testing. One of the returned 2420-0007 samples was spiked into a 500ml IV bag filled with colored water, and the secondary set received was connected to the upper smartsite of the set, spiked into a 500ml IV bag filled with clear water. The sample was subjected to infusion at a rate of 500ml/h with the secondary bag placed approximately 25cm higher than the primary bag; after one hour of infusion it was confirmed that fluid was being drawn from both the primary and secondary bags, confirming the customer's report. The testing was then repeated on the second returned sample, with the infusion rate increased to 750ml/h with a vtbi of 300ml; again fluid could be seen to be .drawn from both the primary and secondary lines confirming the customer's report the root cause of the customer¿s report was not determined. In this instance it is possible that if a secondary infusion is commenced at high rates, and flow restriction due to smartsite incompatibility occurs, the hydrostatic pressure from the increased head height of the secondary bag could be overcome resulting in fluid being drawn from both bags.